Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient experienced a fall from stairs on (B)(6) 2012 and suffered a sub capital humeral fracture. Patient was implanted with philos plate and 11 screws on (B)(6) 2012. In (B)(6) 2012 patient suffered injury; arm got stuck and upper arm rotated. X-ray on (B)(6) 2012 showed 4 distal screws were broken and no consolidation of the humerus shaft was perceptible. The sub capital fracture had healed and an aterophic pseudoarthrosis of the fracture had developed. On (B)(6) 2012 plate was removed and replaced with a multiloc nail. This is 2 of 5 reports for this event.

Manufacturer narrative:
Explanted hardware was returned for investigation. Originally it was reported that 4 screws had broken postoperatively. Upon receipt of hardware, it was determined that 5 screws had broken postoperatively. The total number of reports submitted on this event have changed from 5 reports to 6 reports. This is 2nd of 6 reports for this event. Manufacturer was determined from catalog number provided. The 510(k) # was determined from catalog number provided. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The relevant dimensions were checked and were found to be according to the specification. No manufacturing related failure could be detected. A review of the device history records found no issues that would have contributed to this complaint.